Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
During a percutaneous transluminal angioplasty of the left superficial femoral artery, a powerflex pro (4.0/100mm) was delivered and inflated with an unknown device at 2atm for 30seconds at the lesion. Then, the powerflex pro was dilated again. However, when the balloon inflated from 2atm to 4atm, it ruptured during its second dilatation. Therefore, the powerflex pro was removed from the patient with no difficulty intact and a non-cordis balloon was used. The lesion was pre-dilated and two smart stents (6/150m and 7/150mm) were placed to the lesion. The procedure was finished successfully. There was no patient injury reported. There was no difficulty removing the product from the hoop or the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally, maintaining negative pressure. It is unknown the contrast media used or the contrast to saline ratio used. The indeflator was used successfully with other devices. Approach was made from the left femoral artery by a guiding sheath (6f parent, medikit). After the lesion was crossed by a guidewire (radifocus, terumo), the powerflex pro was delivered to the lesion. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. The lesion was de novo, moderately calcified and mildly tortuous. The rate of stenosis was 100%. The product will not be returned for analysis.

Manufacturer narrative:
During a percutaneous transluminal angioplasty of the left superficial femoral artery, a powerflex pro (4.0/100mm) burst at two to four atmospheres (atm) during its second inflation. There was no reported patient injury. The target lesion was de novo, moderately calcified and mildly tortuous with 100% stenosis. Approach was made from the left femoral artery by a non-cordis guiding sheath. After the lesion was crossed by a guidewire, the powerflex pro was delivered to the lesion. The device inflated at 2 atmospheres for 30 seconds. Upon second inflation between two and four atmospheres, the balloon ruptured. Therefore, the powerflex pro was removed from the patient (with no difficulty and intact) and a non-cordis balloon was used. The lesion was pre-dilated and two smart stents (6/150m and 7/150mm) were placed to the lesion. The procedure was finished successfully. There was no difficulty removing the product from the hoop or protective balloon cover, removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally, maintaining negative pressure. The inflation device, contrast media and the contrast to saline ratio used are unknown. The indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The balloon catheter did not kink while being used. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without return of the device for analysis, the reported ¿balloon burst at/below rbp¿ could not be confirmed and the exact cause could not be determined. Based on the information available for review, there are vessel characteristics (moderately calcified and mildly tortuous with 100% stenosis) which may have contributed to the difficulty experienced by the customer. Neither the information available for review nor the DHR suggest that the reported balloon burst could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.